Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 4.9; lab: 2.2. Samples collected at the same time. Therapeutic range and medical history not provided.

Manufacturer narrative:
Investigation pending.